Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v052571, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient travelled and turned the implantable neurostimulator (ins) off prior to leaving. The patient tried to turn it back on upon her return and got a power-on-reset (por). The reporter was unsure if it was a warning or informational por. It was indicated that the patient had therapy. If additional information becomes available, a follow-up report will be submitted.